Event description:
Smoke emission was detected from the immulite 2000 instrument. There was no report of injury to staff, damage to property or impact to patients due to the smoke emission.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the smoke was due to an over-heating fan motor. The cse determined that there was excessive dust buildup within the dual resolution dilutor (drd) fan. The cse replaced the drd fan and verified proper functionality. The instrument is performing within specifications. Further evaluation of the device is not required.